Event description:
It was reported that the device was not releasing the clips properly after firing the clip and the jaws opening, but no clips fell into the pt. The customer used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
(B)(4).misaligned jaws. Evaluation summary: the analysis results for the er320 instrument confirmed that it was returned non-functional. The instrument was cycled and ejected 2 clips; then fed and formed 9 scissor clips due to the jaws being misaligned. Upon disassembly of the instrument the handle posts were found to be broken. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.